Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made a mistake further described as did not wear a mask while performing pd therapy. The pt was not hospitalized for the event. Eight days after onset, the pt began treatment with vancomycin injection (1 gram, every 5th day) and piperacillin plus tazobactam injection (4.5 gram, ¿bd¿ for 14 days) intravenously for peritonitis. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up will be submitted.